Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve had come off when it was opened and it fell into the hub. The hemostatic valve itself was not cracked. There was resistance when inserting the dilator, and when it was confirmed, the hemostatic valve had come off. It was unknown whether it dropped out due to insertion of the dilator or dropped out from the beginning. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. There is no picture available. The sheath was not being used on the patient. Therefore, this issue did not require percutaneous or surgical removal; blood return was not observed; the patient¿s hemodynamics were not compromised due to bleeding; no approximate volume of blood was lost; no medical intervention was required to stop the bleeding. The procedure was completed by changing the sheath. There was no patient consequence.

Manufacturer narrative:
The device evaluation was completed on 10-jun-2022. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve had come off when it was opened and it fell into the hub. The hemostatic valve itself was not cracked. There was resistance when inserting the dilator, and when it was confirmed, the hemostatic valve had come off. It was unknown whether it dropped out due to insertion of the dilator or dropped out from the beginning. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. There is no picture available. The sheath was not being used on the patient. Therefore, this issue did not require percutaneous or surgical removal; blood return was not observed; the patient¿s hemodynamics were not compromised due to bleeding; no approximate volume of blood was lost; no medical intervention was required to stop the bleeding. The procedure was completed by changing the sheath. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and the valve could be the cause of the resistance felt; the stress marks and physical damage observed suggest excessive force or manipulation was applied; however, this could not be conclusively determined. A device history records (DHR) was performed for the finished device 50000051 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)